Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported possible leakages and insulin exiting from end of reservoir. Customer changed infusion set. Instructed customer to tap reservoir to gather small bubbles into a large one. Pushed air back into insulin vial. Customer's air bubbles did not persist after set change. Customer's father stated he discarded all problem reservoirs. Customer reported he never felt insulin leaking physically from connection. In addition, customer father reported he does follow correct procedures to fill reservoir with insulin; customer has been on pump for 2-3 years.